Event description:
It was reported that the customer's blood glucose was 600 mg/dl and he received both no delivery and motor error alarms. The customer changed the infusion set and found a bent cannula after the no delivery alarm, but it occurred again after a couple motor error alarms. The motor errors on his insulin pump occurred while attempting a bolus delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.